Event description:
The pt was implanted with the bacfix ti spinal fixation system in 99 for an l5-s1 fusion. At approx four weeks postoperative, the pt engaged in extensive weight - lifting activities. At the six week follow-up evaluation, a/p radiographs revealed that the right rod had dissociated from the right s1 wedge. The surgeon opted to revise the system in 99. During the revision procedure, the surgeon removed the wedge/screw assembly at l5 right and s1 right. A new backfix ti bone screw and wedge were then implanted, and bacfix ti rod engaged to complete the construct.